Manufacturer narrative:
Initial reporter name and occupation updated to proper values. Patient identifier updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI was not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the incoming power fuse in the mobile viewing station and the x-ray batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a error code 25 that appeared in the sedecal generator software in the remote desktop. A field service engineer on site discovered blown fuses in the mobile viewing station (mvs) and replaced them. There was no patient present.